Event description:
A (B)(6) male, pt, underwent aaa repair on (B)(6) 2010. A main body delivery system was noted to leak the saline at the captor valve portion, prior to use. The physician placed the main body, deployed the contralateral limb, and during the release of top cap, he recognized bleeding of captor valve. (1820334-2010-00683). The physician also recognized a proximal type I endoleak. The physician performed blood transfusion. First deployed the contralateral limb and then removed delivery system. The physician placed the main body extension and the endoleak was resolved. Since the pt's cia was 5cm length and 200mm of diameter, and it was stable, the physician used two of 24mm diameter legs, the strategy is to lengthen the sealing of vessel. At first, the physician over lapped 2 stents and placed a leg graft and then attempted to insert another leg graft, but it could not be inserted due to getting stuck with the first leg graft, so the physician stopped inserting (1820334-2010-00684). After that, he placed the excluder leg, in order to expand, the physician placed the aortic cuff. The pt outcome was reported to be good.

Manufacturer narrative:
(B)(4) - transfusion of blood products is not specifically addressed in the IFU. Device (B)(4) - leakage of captor valve is not specifically addressed in the IFU. Event eval: still under investigation at this time.